Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2024 / serial #: (B)(6), d9: no, h3: no, h4: mfg date: 07-aug-2023, h5: no, d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2024 / serial #: (B)(6), d9: no, h3: no, h4: mfg date: 27-apr-2023, h5: no d1: heartware ventricular assist system ¿ battery, d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2024 / serial #: (B)(6), d9: no, h3: no, h4: mfg date: 27-apr-2023, h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for worsening right heart failure after presenting for a scheduled ventricular assist device (vad) equipment safety check. The patient was administered levosimendan. The patient was later found cyanotic and unconscious in bed by a nurse, and it was noted that the controller was sounding a vad stop alarm and had only one battery connected. Cardiopulmonary resuscitation (CPR) was performed and the controller was exchanged. The controller exchange was able to successfully restart the vad, however the patient subsequently died. Review of log files data revealed vad stop alarms, electrical fault alarms, battery communication errors, multiple controller power-up events without associated motor start events, and a motor start event with parameters outside of the typical range. It was also observed that there was a controller date error which interfered with data review. It was also reported that the monitor exhibited an error when downloading log files, and that the site was unable to upload that log file data for review. It was also noted that there was a high priority controller indicator displayed on the monitor.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) was not returned for evaluation. Two (2) controllers (B)(6), six (6) batteries (B)(6), two (2) controller ac adapters (B)(6), one (1) monitor (B)(6), one (1) monitor ac adapter (B)(6) and one (1) data cable of unknown lot number were returned for evaluation. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the manufacturing documentation for the remaining devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed contamination within both power ports. The observed contamination is an additional finding not related to the reported event and likely due to the handling of the device. Additionally, visual inspection revealed damaged pins within power port one (1); however, the controller was still able to connect to a power source. Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. Functional testing revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, and the co ntroller was unable to communication with the monitor. Additionally, the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries, however, the controller was still able to receive power from power sou rces and supply power to a motor fixture. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit are also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of the alarm log file revealed one (1) critical battery alarm logged with a battery relative state of charge (rsoc) value of 101% and incorrect date/timestamps with no serial number ID or cycle count, indicating that the controller was unable to recognize the connected batteries. Review of the data log file also revealed multiple data points logged with a battery rsoc value of 0% with incorrect date/timestamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Further review of the alarm log file revealed three (3) electrical fault alarms were logged with incorrect date/timestamps and with no serial number ID or cycle count, indicating an overcurrent condition in the front stator resulting in the pump running on a single stator (rear s tator only). Two (2) vad stopped alarms with incorrect date/timestamps and with no serial number ID or cycle count were logged, indicating that the motor stators failed. The vad stopped alarms are likely associated with the reported ¿high priority controller indicator display on the monitor¿ event. Furthermore, review of the event log file revealed multiple event exceptions where the controller was resetting with incorrect date/timestamps and no battery serial number ids or cycle counts logged. The observed controller resets are likely associated with the reported "multiple power-up events without associated motor start events". The corrupted data entries on each of the log files had a time stamp of (B)(6) 1999 at 00:00:00. Supplemental testing was performed and revealed that a steering complex programmable logic device (cpld) on the controller board was found faulty. The steering cpld is a component in the pump motor control circuit that regulates mosfet drivers for pulse width modulation (pwm) and relay fault conditions to the pump motor c ontroller. Testing revealed that the steering cpld was not delivering the expected output to run the front stator mosfet drivers. Log file analysis also revealed a motor start event recorded on 05/mar/2024 at 18:52:07, in which the motor start parameters were at ypical. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. Internal visual inspection revealed a crack on a standoff post within the controller housing. The observed crack is an additional finding, not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis associated with (B)(6) revealed two (2) controller power up events with an associated pump start event was logged on (B)(6) 2024 at 08:20:31 and 09:24:33. Review of the data log file revealed that the controller was not in use prior to the event date; the first data point was logged on (B)(6) 2024 at 08:21:07, indicating that the controller power up events likely occurred during a controller exchange. Review of the alarm log file revealed two (2) low flow alarms were logged on (B)(6) 2024. Failure analysis of the returned batteries, monitor, monitor ac adapter and data cable revealed that the units passed visual inspection and functional testing. Internal visual inspection did not reveal any anomalies involving the batteries, monitor and monitor ac adapter. Log file analysis did not reveal any anomalies involving the batteries within the analyzed period. As a result, the reported real time clock error and no power events involving (B)(6) and the reported vad stop, atypical motor start parameters and electrical fault alarms were confirmed. The reported communication errors involving the batteries and the reported data transfer error involving the monitor could not be confirmed. However, it is likely that the observed inability of the controller to recognize the batteries and monitor was perceived as the reported communication error and data transfer error events. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the reported vad stopped and electrical fault alarms can be attributed to a faulty cpld component. The most likely root cause of the reported real time clock issue, inability of the controller to recognize the batteries and monitor, critical battery alarms, observed abnormal battery rsoc values and event exceptions can be attributed to the damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. Information provided by the site indicated that the patient expired due to deterioration of the right heart. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: product ID 1420-controller / serial # (B)(6), d9: yes, return date: 21-oct-2024 h3: yes product ID 1650 ¿ battery / serial # (B)(6), d9: yes, return date: 21-oct-2024 h3: yes product ID 1650 ¿ battery / serial # (B)(6), d9: yes, return date: 21-oct-2024 h3: yes additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 29-feb-2024 / serial #: (B)(6), UDI #: (B)(4), (B)(6), d9: yes, return date: 21-oct-2024 h3: yes h4: mfg date: 07-feb-2023, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.